Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, approximately three attempts were made to affix the lead, however difficulty was encountered with adhering the tip to the vein wall. It was also reported the lv lead exhibited unsuitable electrical parameters. Subsequently, the lv lead was implanted successfully. No further information is available. No patient complications have been reported as a result of this event.